Manufacturer narrative:
One infusion pump was returned for evaluation. Visual inspection of the device found it to have a chipped case and a cracked right plunger case. Device was powered on; unable to duplicate reported customer complaint. The counterfeit (broken glue) black low profile supercap was installed on main board. The problem source for this was user interface.

Event description:
Information was received that device had back up audible bgnd test error/base not responding error. No adverse effects reported.